Event description:
It was reported that the lead exhibited noise and t-wave oversensing. The patient experienced inappropriate therapy, and the lead was extracted and discarded.

Manufacturer narrative:
No medwatch form was received.